Event description:
It was reported that during an extraction surgery, the disengagement of the head from the screw was found. The surgery was finished without problem.

Manufacturer narrative:
Risk assessment; no lot # was provided, so a manufacturing record review could not be performed. The exact root cause cannot be determined, as the device was not returned for inspection. Therefore, the root cause is undetermined.

Event description:
It was reported that during an extraction surgery, the disengagement of the head from the screw was found. The surgery was finished without problem.